Manufacturer narrative:
This device is used for treatment not diagnosis. Devices not returned

Event description:
It was reported that a patient previously received a total knee implant. The patient complained of left hip pain and difficulty walking. A revision of the hip was completed. The patient seems to be doing well. No other information is available. This is one of four products involved with the reported event and the associated manufacturer report numbers are 1038671-2017-00899, 1038671-2017-00900, 1038671-2017-00901 and 1038671-2017-00902.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2009, revision due to pain and poly wear of the left hip.